Manufacturer narrative:
H3, h6: the affected device was returned for evaluation. The device was in used condition, had been decontaminated, the upstream occlusion (uso) sensor was damaged, and the following were contaminated by fluid ingression: main board, downstream occlusion (dso) sensor, perimeter gaskets on housings/chassis, and motor/geartrain. The manufacturer representative performed functional testing. The customer's reported problem was duplicated. A motor test was performed in the manufacturing utility mode and a system fault of 41622 occurred after activating the motor. The motor was seized, and no rotation occurred. Investigating the motor geartrain and it was found there was a contaminated hub and flat gear. The motor, hub and flat gear were corroded. The root cause was due to fluid ingression and caused a corroded motor and geartrain that caused the system fault of 41622. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal, uso sensor seal, motor, and the geartrain assembly. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was an error code 41622. There was no patient involvement, and no patient harm/adverse event reported.